Manufacturer narrative:
(B)(4) date sent: 4/3/2026 d4: batch # 384d13 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the glc80 device was received with the channel shroud detached from the metal channel area, the knob forward and with a glcr80b cartridge reload loaded on the device. The reload returned unfired. Further evaluation found that two channel shroud locks returned broken causing the channel shroud to be detached. The device was tested for functionality with the returned cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. Due to the condition of the channel shroud, the reported event of handle issues was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. The event described of would not fire could not be confirmed since the device fired with the returned reload as intended. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 384d13, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Which part broke (shroud, firing knob, etc.)? Handle 2. Did any piece break off of the device? Handle 3. Did any pieces fall into the patient? No 4. If yes, were they retrieved? N/a 5. Will all pieces be returned with the device? Yes 6. If no, were they discarded? N/a 7. How long was the procedure extended? (Minutes/hours). 15 minutes 8. Could you please clarify if there were any patient consequences? Delay in case by 15 minutes 9. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? N/a this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while using the linear cutter during an ileostomy reversal the device fired the first time, then was reloaded and the surgeon was unable to fire a second time. Rep was on-site and present during case. The surgeon was advised to attempt to remove the two sides and then reconnect them to attempt to fire but while he attempted to remove both ends the device broke. No patient consequences were reported.